Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 130 mg/dl. The customer stated they had gone into the hot tub prior to the alarm occurring, but was disconnected from the insulin pump during that time. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.